Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026, after being advised to attend by their doctor at an urgent care appointment due to the presence of ketones. The patient¿s blood glucose level rose to around 600 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When the pod was removed, the cannula was found to be slightly bent. Symptoms included a headache and blurry vision. Whilst in ER the patient underwent urine and blood tests, however the results of these were not reported. In addition, it was reported that the patient was experiencing redness and swelling at the pod site due to ¿recently changing pods constantly¿. The patient left the ER on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.